Event description:
It has been reported that the device did not have power and the green status light was not flashing.

Manufacturer narrative:
Updated investigation coding based on new information received.

Event description:
It has been reported that the device did not have power and the green status light was not flashing.